Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave 2.0 was selected for use for a pulse field ablation (pfa) procedure performed to treat atrial fibrillation. During procedure, while cannulating the right inferior pulmonary vein, the farawave catheter would not go into a flower shape without bunching of splines, and the physician attempted to maneuver the sheath and catheter without success. The staff felt the catheter may have been pulled into the sheath without fully undeploying and therefore pulled the electrode off, resulting in the electrode still being lodged in the patient's right inferior pulmonary vein. Troubleshooting steps included attempting to unbunch splines by pulling into the sheath; however, upon reviewing fluoro it was felt there was a bigger issue, and a replacement catheter was obtained. The next course of action was to replace the catheter and use an alternate device. No patient complications were reported. The procedure was completed.